Event description:
It was reported that insulin gauge displayed amount different than expected, with pump showing fill estimate of 180 units while caller expected 250 units and difference was greater than 30 units. There was no reported impact to the customer¿s blood glucose level. Customer indicated pump was no longer displaying unexpected amount at time of call and decided to start using new pump; no additional actions from technical support were documented.